Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 439 mg/dl. The customer stated that he was inserted sensor for the first time and needle of first sensor was became bent and other sensor did not stick to the body. The customer mentioned belt clip was broke. Customer reported that they know the cause of the product not adhering. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.